Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited out of range intrinsic amplitude measurements, which, resulted in an alert in the remote home monitoring system. No undersensing was noted as a result. Review of stored device data in the remote home monitoring system also noted the rv lead exhibited decreased pacing impedance measurements from the 400 ohms range to the 200 ohms range. Additional information was received that the lead exhibited low out of range pacing impedance measurements less than 200 ohms resulting in an alert in the remote home monitoring system. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited out of range intrinsic amplitude measurements, which, resulted in an alert in the remote home monitoring system. No undersensing was noted as a result. Review of stored device data in the remote home monitoring system also noted the rv lead exhibited decreased pacing impedance measurements from the 400 ohms range to the 200 ohms range. Additional information was received that the lead exhibited low out of range pacing impedance measurements less than 200 ohms resulting in an alert in the remote home monitoring system. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this rv defibrillation lead continued to exhibit low out of range pacing impedance measurements less than 200 ohms. Subsequently, an alert was received in the remote home monitoring system that indicated tachycardia therapy was programmed off in the associated cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited out of range intrinsic amplitude measurements, which, resulted in an alert in the remote home monitoring system. No undersensing was noted as a result. Review of stored device data in the remote home monitoring system also noted the rv lead exhibited decreased pacing impedance measurements from the 400 ohms range to the 200 ohms range. Additional information was received that the lead exhibited low out of range pacing impedance measurements less than 200 ohms resulting in an alert in the remote home monitoring system. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this rv defibrillation lead continued to exhibit low out of range pacing impedance measurements less than 200 ohms. Subsequently, an alert was received in the remote home monitoring system that indicated tachycardia therapy was programmed off in the associated cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that tachycardia therapy was intentionally programmed off to prevent any potential inappropriate therapy as a result of this rv lead. The root cause of the out-of-range pacing impedance measurements was not determined. No revision procedures are planned at this time and the physician plans to leave tachycardia therapy off and use the system as a cardiac resynchronization therapy pacemaker (crt-p) system. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.